Event description:
Reportable based on product analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, no cross occurred. Vascular access was obtained via the right femoral. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). The 1.5mm x 20mm x 142cm coyote balloon was unable to cross the lesion. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: magnified inspection revealed a pinhole with balloon damage 14mm from the tip. The balloon material proximal to the pinhole was bunched as if the balloon had caught on the stenosis in the lesion. There was no damage to the ro markerband that could have caused or contributed to the balloon damage. There was damage to the tip. Magnified inspection presented no other damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).